Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.

Event description:
It is reported that a customer experienced low blood glucose of 48 mg/dl. The customer stated that they need assistance with connecting the reservoirs with the quick sets. The customer was assisted with the issue. The customer mentioned that she does not think that their insulin pump was the cause of the low blood glucose. The customer was informed that there could be many reasons for low blood glucose. No further information was provided.